Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative advised the care giver to end the therapy and assisted with end of therapy procedure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine) with no issues found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.